Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The tissue damage appears to be related to patient morphology/pathology and/or user technique/procedural conditions; and unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage during device removal. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in a very sick patient with severe heart failure and chronic re-hospitalizations. Two mitraclips were implanted reducing mr to less than grade 1. During removal, the steerable guide catheter (sgc) was being pulled back across the septum into the right atrium (ra) when the tip of the sgc engaged with the eustachian valve in the ra. A part of the eustachian valve seemed to have torn off. A sentinel filter was temporarily placed until a snare was used to remove the separated tissue from the anatomy. The patient is doing fine. There was no additional information provided.